Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) ranged from 110 mg/dl to 420 mg/dl with high ketones; cause for the elevated bg was unknown. A manual injection was administered to address elevated bg. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.